Event description:
Caller reported an issue where the insulin gauge displayed an amount different than expected, showing a static fill estimate of 265 units despite insulin being delivered. There was no adverse impact to the customer's blood glucose level. Customer was educated that the issue can occur due to a large variance in measured pressures affecting the fill estimate and was advised that once the insulin amount matches the static display, the estimate would resume normal countdown. Customer understood and acknowledged the explanation.